Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the user stated a 5f mynxgrip vascular closure device (vcd) did not come apart like it was supposed to. There was no reported patient injury. Additional information was requested but not provided. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the user stated a 5f mynxgrip vascular closure device (vcd) did not come apart like it was supposed to. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The reported event of ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the user stated a 5f mynxgrip vascular closure device (vcd) did not come apart like it was supposed to. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f was received for product evaluation. Visual inspection revealed that the device was separated into two parts, with the shuttle engaged to the black handle. Furthermore, the syringe was connected to the device, and an unidentified procedural sheath was securely locked onto it. The sheath contained traces of blood with no visible damage. Additionally, an unknown white device was found separated from the main device, also undamaged. The sealant was not included for evaluation; and the advancer tube was observed in its manufactured position. A thorough inspection was conducted to identify any damages that could have contributed to the reported event; however, no visual damages or anomalies were observed. Dimensional analysis could not be conducted on the returned device due to its condition upon receipt. Per functional analysis, a simulated deployment test to assess the functionality of the returned device was not possible due to its condition upon receipt. However, in an effort to confirm the advancer tube's alignment with manufacturing specifications, the shuttle was advanced smoothly without any issues. The advancer tube was observed in accordance with the device's received condition. Per microscopic analysis, visual inspection at high magnification revealed scratch marks on the external surface of the shuttle tube, along with evidence of elongations. No other anomalies were observed in the vicinity of the separation. The reported event of ¿sealant-failure to deploy¿ could not be confirmed since the deployment mechanism could not be tested due to the received condition of the device. Additionally, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received with the catheter separated into two separate pieces. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was returned in a condition that prevented functional analysis. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced. Regarding the observed condition of the separated catheter, which was not reported, handling factors most likely contributed to damages noted as evidenced by the scratch marks and elongations found at the separated area. Evidence of scratch marks on the external surfaces of the shuttle tube suggests that the device had an interaction with sharp objects or mechanical damage, which likely contributed to the observed damage on the received device. Elongations are commonly associated with separations caused by material tensile overload; therefore, it is likely that the cannula was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. Additionally, the scratch marks evidence could be attributed to interaction with sharp-edged tools or materials. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The event date is currently unknown additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user stated a 5f mynxgrip vascular closure device (vcd) did not come apart like it was supposed to. There was no reported patient injury. The device is being returned for evaluation.